Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low valproic acid (vpa) results on four patients and qc drift intermittently generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician and corrected. The results of patients 2-4 were previously captured in MDR 2050012-2010-00867. No effect to the patients or to the users. The patient treatments were not impacted.

Manufacturer narrative:
Qc shows a pattern of low drift, which is corrected by recalibration. When the qc fails, the cartridge is re-calibrated or replaced, and previously run patient samples are rerun. Qa reviewed the qc, which showed a pattern of degradation, which could be due to reagent handling or an instrument issue. Service investigating the issue with the customer. A clear root cause can not been determined for this event. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22-2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2050012-2010-00867.